Event description:
Boston scientific crm received information that both this lead and the atrial lead exhibited noisy signals while patient was driving in the car. The physician noted that the patient impedance and threshold measurements were fine. Efforts to reproduce the noise were unsuccessful. At this time the leads and the device remain implanted. To date, no adverse patient effects were reported. The date of implant was not provided.